Event description:
It was reported that during testing a pump has a constant upstream occlusion alarm. The test was performed with liquid saline at room temperature and the pump was programmed to deliver at a rate of 200 ml/hr.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The eval was unable to confirm the constant occlusion alarm. Upstream occlusion and downstream occlusion tests were performed per the spectrum preventive maintenance procedure with the unit passing. The unit also passed additional upstream and downstream occlusion tests. No malfunction could be identified.